Event description:
(B)(4). Have severe bleeding during periods, cramping, back pain all the time, hip pain, chest pain. Headaches, light headedness. Nausea occasionally. Severe bloating as if I'm pregnant. And so much more.